Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, patient ended up having pe and then patient had a thrombolysis of the pe. Subsequently, a few days later, the patient had a 100% occluded right common femoral vein and what appears to be a large burden of clot in the right and left iliac veins along with no flow noted. Venogram performed revealed large amount of clot that appears to be trapped in the ivc. Approximately one year later, CT revealed the ivc inferior to the filter was small in caliber (8 mm) compatible with chronic occlusion. Numerous dilated collateral vessels are noted throughout the lower extremities and pelvis compatible with chronic deep vein thrombosis. Approximately two months later, CT revealed thrombosis of the ivc at the level of the ivc filter and below with development of numerous collaterals in the abdominal wall, retroperitoneum and abdomen. Approximately three months later, CT revealed an ivc filter in stable position. The thrombosis of the ivc at the level of the filter was seen again and collateral drain into the ivc above the level of the ivc filter. Approximately seven years later, CT revealed ivc filter was in place in the distal ivc. Therefore, the investigation is confirmed for occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and multiple clots formed/lodged in the greater vessels of the arms, shoulders and neck and also placed for sustained clot particular in neck to the internal jugular vein 10 cm in length from base if skull to clavicle. At some time post filter deployment, it was alleged that the ivc filter clogged and caused normal blood flow blockage. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, patient ended up having pe and then patient had a thrombolysis of the pe. Subsequently, a few days later, the patient had a 100% occluded right common femoral vein and what appears to be a large burden of clot in the right and left iliac veins along with no flow noted. Venogram performed revealed large amount of clot that appears to be trapped in the ivc. Approximately one year later, CT revealed the ivc inferior to the filter was small in caliber (8 mm) compatible with chronic occlusion. Numerous dilated collateral vessels are noted throughout the lower extremities and pelvis compatible with chronic deep vein thrombosis. Approximately two months later, CT revealed thrombosis of the ivc at the level of the ivc filter and below with development of numerous collaterals in the abdominal wall, retroperitoneum and abdomen. Approximately three months later, CT revealed an ivc filter in stable position. The thrombosis of the ivc at the level of the filter was seen again and collateral drain into the ivc above the level of the ivc filter. Approximately seven years later, CT revealed ivc filter was in place in the distal ivc. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; multiple clots formed/lodged in the greater vessels of the arms, shoulders and neck. Neck in particular sustained a clot to the internal jugular vein 10 cm in length from base if skull to clavicle. At some time post filter deployment, it was alleged that the ivc filter clogged and caused normal blood flow blockage. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.